Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter does not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 6 am on (B)(6) 2018. She reported that she was unable to confirm what medication she was taking to manage her diabetes. The patient reported that at 6 am on (B)(6) 2018, she administered some insulin. The patient reported that 30 minutes after the meter issue began she developed symptoms of ¿sweating and nausea¿. There is no evidence the patient required or received treatment. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. The csr noted that, when a test strip was inserted the meter did not turn on, but when the power button was pressed the meter did power on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.